Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-07492). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a alert for notifier for eri. The device reached eos three days later. Premature battery depletion was suspected. The device was explanted.